Event description:
It was reported by the rep that the gaskets on 5mm trocars tore during the procedure. The trocars leaked during the laparoscopic nissen procedure but the surgeon was able to finish the procedure using the ports. There was no pt consequence.